Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked; the line was "severed" between the second and third y-site ports. This was observed during patient infusion with 5% dextrose in 1/2 normal saline (d5 1/2 ns); the patient was also on a heparin drip. Part of the line infusing d5 1/2 ns was still connected to the patient and there was blood backflow. The other portion of the line infusing d5 1/2 ns was going through the pump; however, not attached to anything. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.